Event description:
It was reported that during a pt surgical procedure, the robot controller malfunctioned. The system was checked by a local siemens service engineer. The controller was scrapped before it could be inspected by the factory. However, it was assumed that the controller was likely damaged due to blood leaking into it. The customer told the service engineer that they usually protect the components with sterile drapes. The service engineer stated that blood had pooled on the drape and spilled on to and subsequently into the controller. The customer brought a portable c-arm into the room and completed the procedure. The malfunctioning controller was replaced by siemens service. There were no pt injuries reported.

Manufacturer narrative:
In the system operating instructions, siemens recommends that the controller be protected with a cover during procedures. According to the service engineer, there were no protective covers in the room or on the controller. Siemens has provided the customer with some protective covers to use.